Event description:
Successful foreign body retrieval of malpositioned intravascular stent which had migrated into the right atrium and across the tricuspid valve. Unclear as to what caused the stent to migrate.